Event description:
It was observed that the visera rhino-laryngo videoscope exhibited the adhesive on the bending section cover (a-rubber) has a chip. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the adhesive on the bending section cover (a-rubber) has a chip. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.